Event description:
The manufacturer received information alleging a ventilator shut down while in use. There was no patient harm or injury.

Manufacturer narrative:
A ventilator was returned to the manufacturer for evaluation. The customer's complaint could not be confirmed. The device was tested and operated using the received settings. The ventilator passed all tests and did not shut down when operated for several days. During further testing, the ventilator was found to have fluctuating tidal volumes and the tidal volume setting could not be adjusted due to a potentiometer malfunction. The device's digital board was replaced to correct the problem. No patient harm or injury was reported. This type of malfunction (tidal volume potentiometer) would not cause the device to shut down, but could impact delivered therapy.